Manufacturer narrative:
Medical device expiration date: unknown device manufacture date: unknown. (B)(4). Bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences.

Event description:
It was reported that syringe 5ml saline fill (B)(6) sp leaked before use. The following information was provided by the initial reporter: on (B)(6) 2020, the patient¿s right femoral tuberosity fracture came to our hospital for treatment. After the infusion, the flush was used to flush the indwelling needle and the positive pressure tube was sealed. When the flush was checked, it was found that the outer packaging was leaking. If the gas is not aseptic, it cannot be used. Replaced it immediately without causing any adverse effects on the patient.